Manufacturer narrative:
The reported events were failure to advance stylet in the lead, ¿lead body mid to distal outer insulation did not feel normal to physician¿ and unable to implant. As received, a complete lead without a stylet was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found. Correction: h6 coding should have been break instead of insufficient information.

Event description:
It was reported that during implant failure to advance and difficult to implant on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: to b5 for clarification on b5 to "it was reported that during an initial implant procedure, the physician had difficulties advancing the style in the right ventricular (rv) lead. Additionally, it was noted the physician had some concerns regarding the body of the rv lead, however, accurate details of this issue were not specified. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.".

Event description:
It was reported that during an initial implant procedure, the physician had difficulties advancing the style in the right ventricular (rv) lead. Additionally, it was noted the physician had some concerns regarding the body of the rv lead, however, accurate details of this issue were not specified. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.